Event description:
The customer reported the system would not allow fluoroscopic x-ray exposures. There is no pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system interface board, the kv controller board, and the aec cable, and reloaded software. The system operates as intended.